Manufacturer narrative:
Implant could not be screw in - maybe defect. Implant had to be removed. No product problem detected. The reason for the complaint is not comprehensible. The insertion post was easy to remove during our inspection. Also the connection insertion post and insertion tool works properly. The implant batch was monitored according to the established test processes and passed the final inspection before delivery. All quality records corresponded to the specifications. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant could not be screw in - maybe defect. Implant had to be removed.